Event description:
It was reported that insulin pump had cracked screen. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support and only requested documentation.